Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, a user who had recently started on the ilet experienced hyperglycemia with a peak blood glucose of 389 mg/dl, which decreased to 295 mg/dl while receiving correction insulin. Support advised and guided the user through a supply change. No alarms or device malfunctions were reported. Symptoms included elevated blood glucose. The outcome was reported as resolution in progress, with blood glucose trending downward and no hospitalization required. An investigation was conducted, including review of available device data and user counseling on troubleshooting steps, including completion of a supply change. The investigation revealed no device alarms or hardware issues and suggested a possible infusion or supply-related issue; however, the exact cause remained unclear. Based on previously established findings for similar reports, it was concluded that the cause of the event was undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.